Event description:
Caller reported that the cartridge was not fitting properly on the pump, with the issue being described as the cartridge not fully snapping into the pump. A blood glucose level of 500 mg/dl was considered, but no adverse impact was reported. Technical support instructed the caller to inspect and clean the pump's pneumatic tap area, removing an o-ring found on the pneumatic tap. As the caller was not home at the time, they were advised to call back if further troubleshooting was required. No further action was needed, and the case was closed by technical support.